Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low total protein (tpm) patient results, which were generated by unicel dxc 800 pro chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by the physician. The samples were rerun on the same instrument and higher values were obtained. Patient treatment was not impacted by the erroneous low tpm results.

Event description:
The device was removed from its original packaging immediately before use on a patient who was to receive mechanical ventilation. It was noticed soon under mechanical ventilation, that the device did not appear to have sufficient permeability for the breathing gas (air/oxygen) to reach the patient under the intended parameters. After a few minutes use of the device in ventilator circuit the patient developed a circulatory situation requiring resuscitation. The device obstruction happened quickly. The male nurse was nearby and observed a quick decrease of the oxygenation. The device was changed immediately. Subsequent examination of the original device with a manual resuscitator confirmed suspicion of device impermeability. It was reported that the drugs salbutamol and atrovent were nebulized near the patient. The device in question had been in use for 22 hours. Salbutamol and atrovent (ipratropium bromide) was nebulized 4 times during these 22 hours. The last nebulization was given 2 hours before the device became blocked. The patient had not been in the prone position during this event. The current status of patient is recovered.

Manufacturer narrative:
The one (1) returned used device was evaluated in the firm's laboratories. Visual examination of the returned device confirmed that it was representative of current manufactured product in terms of its construction. Air flow testing was then performed on the returned device and the results were compared to those obtained with a control device from inventory. The control device exhibited a resistance to air flow that was similar to that of an unused device. Subjecting the device to a liquid water challenge did not result in the water passing through the media. After the liquid challenge had been performed, the unused device was again subjected to air flow testing. The resistance to air flow results that were obtained were similar to those obtained prior to the liquid challenge being performed confirming that the hydrophobicity of the device media had not been compromised. Air flow testing was also performed on the returned device both before and after being subjected to a liquid water challenge. In both instances the returned device was found to have a resistance to air flow in excess of that observed with the control device. Subjecting the returned device to a liquid water challenge resulted in the water immediately passing through the device. This demonstrates that the hydrophobicity of the returned device's media had been compromised (wetted out) resulting in an increased resistance to air flow. Fluid eluted from the wetted media of the returned device was found to have a much lower surface tension compared to both sterile water and the fluid that came into contact with the control device during the hydrophobicity test described above (i.e., surface tension of fluid eluted from wetted media of returned device = 37.9 - 39.4 dynes/cm; surface tension of sterile water and fluid eluted from wetted media of control device = 72 dynes/cm). This also demonstrates that the hydrophobicity of the returned device's media had been compromised, most likely by exposure to a drug/solution of low surface tension. The user's observation of an increased resistance to air flow was thus confirmed. This change in the characteristics/performance of the product appears to have occurred as a result of the device media's hydrophobicity having been compromised during use. Subsequent to the initial MDR submission, it was learned that the device was in clinical use for 22 hours and performed as expected during the period. Salbutamol and atrovent (ipratropium bromide) were nebulized 4 times during these 22 hours with the last nebulization being given 2 hours before the device reportedly blocked. In the firm's experience, many hospitals nebulize salbutamol and atrovent with the device in situ without encountering any problems. However, nebulization parameters and drug regimens can be variable. For this reason the instructions for use for the device contains the following precaution: "although rare, progressive increase in resistance to airflow may occur during liquid drug nebulization, therefore vigilance should be maintained." A review of the device's lot manufacturing records showed that the lot number was manufactured and quality control tested in accordance with our documented procedures and met all criteria required for release. Summary: the reporter's observation of filter blockage was confirmed. There was no sign of a manufacturing cause for this event. The blockage appears related to the accumulated effects of nebulized medication affecting the hydrophobicity of the device's media. The potential for this low frequency phenomenon is known, and is addressed in the labelled precaution to the user. Unless substantially significant information becomes available, this constitutes a final report.